Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection found no irregularities or defects. Microscopic and tactile inspection revealed numerous kinks in the hypotube and the distal shaft. The shaft was separated 8mm proximal of the exit port/notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The (B)(4) stenosed, 3mm in diameter target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Besides the guidewire and the micro catheter, no other devices could cross. A 1.5mm x 20mm x 143cm coyote(tm) es balloon catheter was selected for use. During unpacking and when the physician removed the stylet of the balloon, the physician felt it was little strange. The wire exit port area was very soft from the beginning. However, the physician advanced the device to perform plain old balloon angioplasty (poba) in front of the lesion area, the balloon was deflated and pushed forward trying to cross the lesion in a "creeping forward" manner but the balloon failed to cross the lesion. The physician have decided to exchange the balloon and started to withdraw it without resistance. Upon removal, the tip of the balloon detached. The detached tip remained in the sheath and was completely removed with the guidewire. The procedure was completed with a coyote(tm)fc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The 100% stenosed, 3mm in diameter target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Besides the guidewire and the micro catheter, no other devices could cross. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected for use. During unpacking and when the physician removed the stylet of the balloon, the physician felt it was little strange. The wire exit port area was very soft from the beginning. However, the physician advanced the device to perform plain old balloon angioplasty (poba) in front of the lesion area, the balloon was deflated and pushed forward trying to cross the lesion in a "creeping forward" manner but the balloon failed to cross the lesion. The physician have decided to exchange the balloon and started to withdraw it without resistance. Upon removal, the tip of the balloon detached. The detached tip remained in the sheath and was completely removed with the guidewire. The procedure was completed with a coyote¿ fc balloon catheter. No patient complications were reported and the patient's status was good.